Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00mm x 20mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. Stent damage in the proximal end was noted with stent struts lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found hypotube kinks located 7.9cm and 10.3cm distal from the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16fe2021. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported an the patient status was stable. However, returned device analysis revealed stent damage.